Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's spouse reported via phone call that the replacement battery cap did not resolve the issue. Some days the customer needed to change the battery two to three times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. However, multiple low battery alerts were present in format history file, multiple power system error alarms were present in format history file and the power management graph had abnormal behavior. The connector was disconnected and reconnected then monitored for two days and functioned properly. No unexpected low battery alerts, power system error alarms or battery icon anomalies noted during testing. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on the display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on the keypad overlay and peeling end cap address label.